Event description:
It was observed that during the device evaluation, the front-actuated grip's probe was broken at 14.58 mm from its distal end and the broken probe tip was returned. The tissue pad was deformed. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information in fields h7 and h9.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: 1. Because seal & cut output was performed while thick hard tissue was gripped at the gripping tip, the probe and tissue pad came into contact at the rear end of the gripping section, causing the tissue pad to wear. 2. As the tissue pad was worn, the probe came into contact with the non-insulating part of the gripping section. 3. Scratches were caused due to output while the probe was in contact with the non-insulating part of the gripping section. 4. The probe was subjected to the load of seal & cut or tissue gripping, and cracks occurred starting from the scratches. In addition, abnormal probe breakage occurred. 5. Since the probe was output with cracks, the error could not be canceled and it was determined that output could not be performed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the front-actuated grip's probe was broken at 14.58 mm from its distal end and the broken probe tip was returned. The tissue pad was deformed. There was no patient involvement.